Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred with a bd safetyglide¿ needle . The following information was provided by the initial reporter: "verbatim: we have a box of item# 305901 25g x 5/8 needles lot# 8291677 that are missing all of the writing on the package. Our ob department reported it to us, however they did use some and have 14 remaining."

Manufacturer narrative:
Investigation: 14 sealed packaged safetyglide needles were received in a form of 3 strips (5, 5 and 4) inside an opened shelf carton from batch #8291677 (p/n 305901). The samples were visually evaluated. The shelf carton was properly labeled with the batch and material number. The individual packages had no printed information at all on the top web. The top web was predominantly white with orange stripes between individual cavities ¿ the way it is received from the vendor. No product, batch, nor any other information was present on the packages. One of the strips of 5 was also observed to have a strip of aluminum splice tape at the peel tab area of the packages. The splice tape did not interfere with the seal. Splice detector is present on the machine to detect the manufacturer silver web splice. When a splice is detected the appropriate packages do not have any print printed on the web and the packages are not loaded with product. Another detector is present to detect a presence of top web print on the machine. The packages are then rejected instead of being loaded into boxes. Investigation revealed that splice detector was turned off, which would allow packages with splice to be loaded with product. Potential root cause for the missing top web print and failure to reject is likely associated with the disabled splice detector and the human factor due to work being performed on the machine. It is possible the boxes were loaded as part of testing being done during maintenance work and were inadvertently not discarded afterwards. Password protection guarding detector options on the machine was found to also be weak and inadequate. DHR was reviewed and the batch was inspected and accepted based on meeting the inspection control plan and approved for shipment.

Event description:
It was reported that labeling error occurred with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "verbatim: we have a box of item# 305901 25g x 5/8 needles lot# 8291677 that are missing all of the writing on the package. Our ob department reported it to us, however they did use some and have 14 remaining."